Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate was misidentified as pluralibacter gergoviae. The result given by the maldi was enterobacter cloacae complex. The patient isolate was confirmed by a reference laboratory to be enterobacter cloacae complex. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate was misidentified as pluralibacter gergoviae. The result given by the maldi was enterobacter cloacae complex. The patient isolate was confirmed by a reference laboratory to be enterobacter cloacae complex. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of enterobacter cloacae complex as pluribacter gergoviae when using phoenix panel nid (catalog number 448007) batch number 3321866. The customer did not return panels or phoenix generated lab reports but provided an isolate for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as enterobacter hormaechei 9996338, which is a part of the e. Cloacae complex. To investigate, four retention panels of the complaint batch were tested using customer returned isolate e. Hormaechei 9996338 on a phoenix m50 machine and evaluated for identification results. Then, one control panel from the same material but different batch were tested using customer returned isolate e. Hormaechei 9996338 on a phoenix m50 machine and evaluated for identification results. All panels tested returned enterobacter cancerogenus identification results. This complaint is confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.